Manufacturer narrative:
A patient experienced seroma under burr hole cover system was reported to abbott. The physician removed the burr hole cover and discovered that while the skin and burr hole were both intact, there was fluid collecting at the burr hole incision site. The physician drained the fluid that had collected without piercing any tissue and then thoroughly irrigated the surrounding tissue before implanting a new burr hole cover system and closing the site. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 627487-2021-14494. It was reported that the patient experienced swelling under the burr hole cover system so the physician performed an exploratory surgical procedure. The physician removed the burr hole cover and discovered that while the skin and burr hole were both intact, there was fluid collecting at the burr hole incision site. The physician drained the fluid that had collected without piercing any tissue and then thoroughly irrigated the surrounding tissue before implanting a new burr hole cover system and closing the site. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.